Event description:
It was reported via repair work order that the siderail was not locking into place due to detached rail washer and ring clip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.